Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. H6: health effect - impact code, type of investigation, investigation findings and investigation conclusions have been updated. Additions to section h6: type of investigation. Corrections to sections h6: health effect - impact code, investigation findings and investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imaging was provided and revealed patient has a pre-existing valve with calcification present on the landing zone, calcification and tortuosity is present in the patient's access vessels, and the balloon burst is in a radial and longitudinal manner. Per the IFU, current risk mitigation's include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint of balloon burst was confirmed based on the provided imagery. The customer provided imagery shows that the balloon burst was in a radial and longitudinal manner. Available information suggests calcification likely contributed to the event as calcification was observed in the landing zone and the patient access vessels. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
A supplemental MDR is being submitted due to administrative review. Sections b4, g3, g6, h2 and h6: health effect - impact code have been updated. Correction to h6: health effect - impact code. The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 5 years post transfemoral tavr (transcatheter aortic valve replacement) procedure with a 23mm sapien 3 ultra valve in the native aortic position, the valve failed due to stenosis. The patient presented with fatigue, shortness of breath on exertion, lightheadedness/dizziness, racing/skipping heart beats, and swelling of the hands and feet. The leaflets were also mild to moderately calcified with significantly reduced cusp separation. The patient underwent a successful valve in valve procedure with a second 23mm sapien 3 ultra valve. During the valve in valve, the balloon of the 23mm commander delivery system ruptured upon valve deployment. The valve was then fully deployed using a 22mm non-edwards balloon. There were no issues retracting the balloon into the 14fr esheath+ and withdrawing the system from the patient.

Manufacturer narrative:
The investigation is ongoing.